Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "had a stryker knee replacement in 2017 and I¿ve problems from day one. I¿ve been on anti inflammatory meds since. Worse decision of my life."